Manufacturer narrative:
Invacare was made aware of an event in france involving an action 4ng wheelchair which was manufactured by invacare france. Invacare is filing this report because the myon wheelchair, made at invacare owned invamex and sold in the us has been determined to be similar in design to the action 4ng. It is not known if the patient was injured, or the conditions of use and environment during the incident. Invacare france has requested the action 4 ng wheelchair be returned but have not received it as of the date of this filing. If more information is received a follow-up will be submitted.

Event description:
The facility reported that the screw of the front fork broke on the 1-year-old action 4 wheelchair, causing the user (teenager) to fall to the ground. The chair tilted crushing the leg of the father, resulting in a triple fracture of the tibial plateau requiring surgery with the installation of an iron plate and a bone graft. It is not known if the patient was injured.